Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What is meant by ¿extraction of the piece¿ during the initial surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? What is meant by ¿dehiscence of the bend¿? What date did the patient present with dehiscence? How was the dehiscence managed? What intervention was performed for this suture event? What is meant by ¿implant of a new mesh to rebuild the bend¿? If reoperation was performed: please provide the date of reoperation. What was the appearance of the suture during the second procedure? Did the suture break or did the suture pull away from the tissue? If suture broke, did it break at the initiation point, middle or end? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status? (B)(6) male patient (B)(6) for 1.70 h. Date of hemicolectomy intervention (B)(6) 2018 in which they used the stratafix for the closure of the band. About 20 days after the operation, the patient complains of visible and reducible swelling in a supra-umbilical service port the patient was operated on (B)(6) 2019, at the time of the opening, the surgeons observed that the laparocele sack had not formed, demonstrating that the suture had not been held in the immediate post-operative phase. The band was in good condition but the margins were not addressed, the suture was non-existent. A polypropylene mesh was placed and the margins were redone with polysorb suture from 2. The patient is now in good condition. Lot number: lk6790.

Event description:
It was reported that the patient underwent a right hemicolectomy on (B)(6) 2018 and barbed suture was used for the closure of the band. About 20 days after the operation, the patient experienced visible and reducible swelling in a supra-umbilical port. The patient had dehiscence of the bend. A second procedure was performed on (B)(6) 2019. The surgeon observed that the laparocele sack had not formed, demonstrating that the suture had not been held in the immediate post-operative phase. The band was in good condition, but the margins were not addressed, the suture was non-existent. A polypropylene mesh was used and the margins were redone with a different suture type the patient is reported in good condition. Additional information was requested.